Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report#: 2183959-2012-00424. The pt had an elevate graft implanted. The date of the surgery was not reported. It was reported the pt experienced dyspareunia, tissue and mesh erosion, hardening and scarring, pain and suffering, worsening urination, emotional distress and permanent impairment. The pt underwent unspecified add'l surgery.